Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent came off the rx vision stent delivery system (sds) during the advancement of the device. It was reported that there was an acute take off the left main into the calcified circumflex and that the stent caught on something and was pushed back on to the shaft of the sds. The sds was removed from the pt and another vision sds of the same size was advanced and deployed without an issue. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the sds was returned with blood in the guide wire lumen. There was contrast in the balloon and in the inflation lumen. The stent implant was returned dislodged from the balloon. The stent implant was stationary at the distal end of the distal shaft proximal to the balloon. The distal end of the stent implant was located 3 mm proximal to the proximal end of the proximal marker. The struts in the first row up to the fourth row at the distal end of the stent implant were stretched and mangled. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There were kinks in the hypotube, 56.5 cm and 62 cm distal to the strain relief tubing. There was no other damage noted to the sds. The proximal and middle outer diameters of the stent implant were measured. The distal outer diameter could not be measured due to the damages noted. The proximal outer diameter measurement was oversized and did not meet mfg criteria; however, the middle outer diameter met mfg criteria. Product performance engineering reviewed the incident info and the analysis of the returned product. The stent was damaged on the distal end pointing out that the distal end stent may have come in contact with another device or heavy calcification during advancement within the pt. Measurements were taken of the stents proximal and mid outer diameter. The proximal end of the stent slightly exceeded the outer diameter specification (possibly due to a slight pressurization of the balloon or movement over the balloon during the time of dislodgement). The mid diameter of the stent met the product specification and the distal end of the stent could not be accurately measured due to the damage. No mfg quality deficiencies were observed on the returned stent and the damage appears to be procedurally related. Stent dislodgement can be influenced by may factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion,or heavy calcification. Also, no discrepancies were reported or observed by the account during the prep or inspection of the product prior to use. A pre-existing damaged stent or stent dislodgement would likely have been detected during an IFU directed prep or inspection of the product. The dislodged stent and mangled and stretched stent struts are not related to a mfg quality deficiency and is most likely related to the procedure. The observed kinks in the hypotube (located 56.5 cm and 62 cm distal to the strain relief) were not reported and are most likely occurred during return shipment. During production, all sds shafts are 100% visually inspected for shaft damage. The reported incident stated that during the procedure, the stent caught on something and was pushed back on to the shaft. The instruction for use (IFU) does states, "should any resistance be felt at any time during either lesion access or removal of delivery system post-stent implantation, the entire system should be removed as a single unit." There is no indication of a product quality deficiency and the incident appears to be procedural related. The lot history record was reviewed and no non-conforming material records were identified. This MDR is considered closed by the product performance group.